Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 to jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - type of investigation changed from "device not returned" to "testing of actual/suspected device." Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 08/23/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. While it was reported there was no patient involvement, there were signs of clinical use and evidence of blood was observed on the harvesting handle. There were no visual defects observed on the cannula. The heater wire was observed to be slightly flexed at the center of the hot jaw remained attached at the base and tip of the hot jaw due to normal clinical use. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual difficulties. Multiple attempts were made with the same result. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. At the beginning of the case, the pa was attempting to load the cutting tool into the cannula when noticed the cutting tool would not fit and enter the cannula. Upon inspection, noticed the cutting jaws were crooked to each other and didn't match up. The case was resolved by opening a new kit. Delay was described as "minimal". The issue was discovered prior to making any contact or being used on the patient. The defective part of the evh kit was not introduced to the patient field.